Event description:
A patient reported experiencing inaccurate high results with a fasttake meter. The patient's blood glucose results were 96 mg/dl on their meter on 60 mg/dl on the lab. Tests were done within 10 minutes with a difference of 36%. Patient did not experience any adverse events. Two control solution tests passed on the meter. No further information has been reported.